Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Technical error 45 and 43 were found during device log review. The device was received at infusystem and its repair was performed by their technical team. On powering the device technical error 45 and 43 were triggered. Internal visual inspection showed that the lcd board cable was not seated properly and needed to be repositioned. The device worked as expected then. Although there was no external evidence of any damages on the pump, this kind of issue is likely due to the device being hit or dropped in some ways. This complaint is due to misuse. No action was initiated for this issue as per our local procedures.

Event description:
Alarm on the pump does not stop while customer was doing battery checks. (B)(4) found during qc check (lcd related).